Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had backup battery related issue. There is no harm reported

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The incident was determined to be a duplicate report to complaint (B)(4) (authority ref (B)(4). As a result, no follow up emdr is necessary. Please cancel in database.